Manufacturer narrative:
Visual analysis of the returned device identified: deformation, wear abrasion and fold creases. Cloudy and voids after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. No were observed openings on the device or issues related with the complaint (rupture).

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.